Manufacturer narrative:
The lesion was severely calcified. The stent was advanced in the body after balloon angioplasty was performed. It was assessed that additional balloon angioplasty would be needed before the stent could be deployed. A lot of resistance was encountered when advancing the device to the lesion and when the stent was being removed undeployed, it came off in the guide catheter. The resolute onyx was pulled out in the guide and it was noticed that the stent was in the guide. Another guide was used. Another onyx stent of the same size (2.0 x 30mm) was then used and successfully deployed. A non compliant balloon was used after the stent was deployed. The patient had a good result by angiography at the conclusion of the case and was hemodynamically stable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a proximal lad to mid lad intersection. It is reported that the device could not cross the lesion and that stent dislodgement occurred in vivo.